Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing noise and inappropriate automatic mode switch on the atrial lead. On (B)(6) 2021 the physician elected to cap and replace the atrial lead. The patient condition was stable.